Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. (B)(4). This MDR report is part of the (B)(6) program.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the one touch ping model pump experienced an inaccurate delivery issue with diabetes management factors. These reports were received from various sources. The patients associated with this allegation ranges from (B)(6) years of age and between (B)(6) pounds. Of the reported patients 1 was female.